Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited adhesive tip gap. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defect was caused by stress of repeated use, external factors, and/or user handling. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: "chapter 3: preparation and inspection: section 3.3 inspection of the endoscope - describes the methods for inspection." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/establishment name: (B)(6) hospital. The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.